Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was checked the device and power management board (d670-00-1162) was replaced. After the replacement, the functional parameters of the device were tested to be normal and it was delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6), full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the pre-use inspection that a cardiosave intra-aortic balloon pump (iabp) occasionally beeped when it turned on and off for a long time and could not detect the battery. There was no patient involved.